Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be reopened.

Event description:
On november 29, 2023, a merit employee conducted a cer literature search for the aero stent product family. The study (see citation below) alleges that the stents have caused migration/dislocation, sputum and mucus plugging, and stenosis. Study: nishi y, handa h, tsuruoka h, et al. Successful treatment with radiation therapy in an older patient with endobronchial schwannoma. Case rep oncol. Jan-apr 2022;15(1):212-217. Doi:10.1159/000522408.